Manufacturer narrative:
Patient identifier and date of birth not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes affiliate. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a procedure to implant the proximal femoral nail antirotation (pfna) on (B)(6) 2018, when attempting to place a cephalic screw (blade), the screw did not slide. It was not possible to lock the screw. Another screw was used to complete the procedure with a delay of a few minutes. Concomitant devices reported: pfna nail (472.431s, lot l691321, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part number: 04.027.034s synthes lot number: l679521 release to warehouse date: 04. Dec.2017 expiry date: 01.nov.2027 manufacturing site: bettlach no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: customer quality conducted an investigation of the returned device. Our investigation has shown that received blade has some scratches and nicks at the shaft. Furthermore we found that anodized layer is partially disappeared and locking screw is too much inside the blade. Unfortunately we cannot determine the exact root cause of the complained occurrence as no detailed clinical information was provided. Also we could not reproduce the complained malfunction. However, this complaint is rated as unconfirmed as the malfunction could not be reproduced. A functional test was performed by the chu department with the corresponding demo equipment with the result that the article is fully functional. During the investigation the locking screw was screwed back into position with a standard hex-wrench and afterwards the device was fully functional again, locking and unlocking could be performed as required with an impactor. We assume that incorrect handling did lead to the too deep position of the locking screw and malfunction of this device. Finally we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.